Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2013, the distributor contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The distributor reported the audio bolus button was unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 07/30/2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) /2013 with the following findings: the keypad was found to be torn off under the ok keypad button, exposing the button contact. During testing, all of the keypad buttons were found to be intermittently unresponsive and multiple button presses with increased force were required to elicit a response. There was evidence of contamination found under all key contacts. There was evidence of contamination found under all of the button contacts and the ok button contact was misaligned. During investigation, the audio bolus button cover and plug were observed to be detached from the pump, exposing the internal contact. There was evidence of contamination found on the body of the audio bolus button and on the audio bolus button connector leads. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.